Event description:
It was reported that stent positioning/placement problems were encountered. The 70% stenosed target lesion was located in the left common iliac artery. A 10x40x120mm epic stent was advanced treatment. However, upon deployment, the stent jumped distally and the physician missed the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent positioning/placement problems were encountered. The 70% stenosed target lesion was located in the left common iliac artery. A 10x40x120mm epic stent was advanced treatment. However, upon deployment, the stent jumped distally and the physician missed the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: the outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink on the shaft 56.2cm from the distal side of the nosecone. The entire visible inner sheath that is showing is damaged. Microscopic examination revealed that the distal tip of the mid-shaft has a tear. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that stent positioning/placement problems were encountered. The 70% stenosed target lesion was located in the left common iliac artery. A 10x40x120mm epic stent was advanced treatment. However, upon deployment, the stent jumped distally and the physician missed the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: the outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink on the shaft 56.2cm from the distal side of the nosecone. The entire visible inner sheath that is showing is damaged. Microscopic examination revealed that the distal tip of the mid-shaft has a tear. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.